Manufacturer narrative:
On april 09, 2025, the mentor failure analysis lab has received the device for evaluation. On april 16, 2025, the evaluation for the device was completed. Device evaluation summary: visual inspection of the returned device determined that a tear (a) was observed on the anterior view of the smooth hpg, 500cc breast implant, measuring approximately 0.4 cm. Leak testing was performed according to the mentor procedure, and two (2) additional tears (b and c) were found on the anterior view, measuring approximately 0.3 cm and 0.2 cm, respectively. Microscopic examination was performed on the edges of the ruptures (a, b, and c), and parallel striations were found in the whole area of all tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, the microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes, even with or without evidence of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, lymphadenopathy, and rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old caucasian female patient who underwent primary breast augmentation surgery with two mentor memorygel breast implants on (B)(6) 2017, experienced a left-sided breast implant rupture. Per the information provided, the patient has a past history of breast cancer and skin cancer. During a physical examination, the patient presented with a left-sided baker grade 4 capsular contracture (firmness with deformity and disproportion) and a suspicious neoplasm of the right upper chest/reconstructed breast. Imaging was done, which also showed a enlarged lymph node (1.5 cm) in the left axilla. Breast implant removal surgery was performed on (B)(6) 2025 where a ruptured left breast implant was removed. The patient¿s right side only had surgical intervention (not removed). This report is for the left side device.

Manufacturer narrative:
On august 06, 2025, mentor received additional information regarding the patient's event. The firmness on the patient's left breast was more firm in the lower outer quadrant. It was reported to be sitting high on the chest and appeared to be more flat anteriorly. The patient had done conservative therapy (montelukast) and daily massages with no improvement. The date of event has been updated to june 10, 2024. Manufacturer¿s reference number: (B)(4).